Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was overheating. There was no harm to the patient reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h3,h10,h11corrected data: b5,h6(clinical & impact)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was overheating.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer arrived on site and evaluated device per "unit overheating." Commenced troubleshooting and detected multiple faults related to the compressor, also detected large amounts of dust and debris on the fans. In order to fix the issue he replaced compressor, temperature sensor, and filters. Also replaced safety disk, batteries, alarm daughter board battery, and console o-ring at prescribed intervals. While completing calibration and functionality checks it was discovered that the device failed the drive manifold portion of the all manifolds test. Repeated individual drive manifold test and unit failed the vacuum portion of the test. Placed order for replacement drive manifold. Affixed red sticker to device indicating unit is not cleared for clinical use at this time. Later fse returned to site and replaced drive manifold. Device passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The defective components were received for further investigation. He failure analysis and testing department received a drive manifold ,compressor , temperature sensor probe , filter vacuum inlet ,muffler, safety disk and tested all parts.the failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining all the parts in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.